Event description:
Pulse oximeter (pulse ox) probe stopped reading twice within 30 minutes. Monitor appeared with question mark. Patient was still and sleeping at the time. Pulse ox was verified in correct placement. Unplugged and replugged in - did not read.